Event description:
There have been no reports of pt harm. The product problem observed in 2008 was assessed by our MDR evaluation process to have been a malfunction of the impax product, which if it were to recur could cause or contribute to a serious injury. A radiologist was viewing an ultrasound on a pt when a mammography technologist came in and asked him to look at some mammography films. He got up from his workstation and was looking at the films on the viewbox behind his desk. As he was looking at these films, he noticed a "flicker" out of the corner of his eye that came from his workstation. When he looked over at his workstation, there was a bone scan study being displayed on a different pt than what he was originally looking at. On the text page, the info from the original untrasound pt was displayed. No erroneous action was taken, but it is reasonable to conclude that his product problem could potentially lead to an erroneous report or possibly a misdiagnosis: if it goes unnoticed that the study being reported on is no longer the one that is active. Also, if the images being viewed are coincidentally of the same body part and modality this could potentially lead to an irreversible injury. This product malfunction is exacerbated when users consciously choose to view images with all demographics removed. Agfa recommends against this practice; the following has been taken directly out of the knowledge base for the impax 6.x client: "caution! We do not advise turning off all pt demographics in the image area. Configuring the client so no pt demographics are immediately visible in the image area introduces a risk of misidentifying a patient."